Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the dirt of the electrical contacts of the video connector. There was also the possibility of failure of the ccd or the circuit board.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that a scope error e218 occurred due to the dirt of the electrical contacts of the video connector. Other detailed information was not provided. There was no report of patient injury associated with the event.